Manufacturer narrative:
This is one of two manufacturer reports being submitted for this presentation. Related report ID number 2015691-2024-05223. The device was not returned for evaluation. Attempts to retrieve additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of presentation "suivi des patients porteurs de bioprothese aortique inspiris de 2017 a 2021" (follow-up on patients who received an inpiris bioprosthetic aortic valve from 2017 to 2021) the following events were identified as pertaining to edwards devices: two patients with a 11500a valve model implanted in aortic position required a reintervention due to dehiscence after an implant duration of six hours and one year respectively.

Manufacturer narrative:
Added information to section h6 (component code, investigation findings and investigations conclusions) and h10. H11: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. In addition, the device was not returned to edwards for further investigation and no images or medical records were provided. Device dehiscence or suture torn out may occur early or late. When it occurs in the intraoperative period, it is typically a result of inadequate device implantation in combination with friable myocardial tissue. Valve dehiscence is not a malfunction related to a manufacturing deficiency of the device. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.